Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) (B)(4) alleging that a one touch ping meter remote was incorrectly set to "mg/dl" and sent to a patient. The reporter claimed that it was the first time the meter was being used and that the device was not previously set to the correct unit of measurement setting. The reporter also denied that the meter's unit of measurement setting was recently changed. There were no allegations of harm or injury. Based on the information provided, this complaint is being reported due to the allegation that the meter was incorrectly set to "mg/dl." There is no evidence, however, that the device contributed to a serious injury. There were no allegations of harm or injury because of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.